Manufacturer narrative:
Continuation of concomitant medical product: product ID: 3877-45, lot# 0213560396, implanted: (B)(6) 2017, product type: lead.. Product ID: 3877-45, lot# 0213560397, implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a company representative (rep) regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient has to recharge the ins every day and this takes about 5 hrs at a time. The rep checked the recharge intervals with the clinician programmer which states duration was 1.4-1.6hrs, recharges 0.9 typical interval days, coupling 8 squares, and battery was 100% charged at the end of this time. Impedance have been checked. Electrode 9 was 10,000 which has been like this from the implant date. The rest of the electrodes was in normal range. The patient leaves the stimulation on constantly. The pain was down to 2/10, it was 10/10 before having the stimulator implanted. The current group was: a1 freq 80 pw 420 6.5 volts 1- 2- 4- 6+ 7+ a2 freq 80 pw 300 5.5 volts 8- 9- 11+ 12+ 14- 15-. The rep changed the electrode configuration and not used electrode 9 as the ohms share 10,000 but the patient states he doesn't get as much pain relief/stimulation not as good and has gone back to the original settings. The patient was told the battery was faulty and needed to be replaced, so the patient was fixated on this and wants it replaced. There were no external contributing factors. The issue was not resolved at the time of this report. No surgical intervention occurred, unknown if planned. The patient was alive with no injury. No further complications were reported or anticipated.